Manufacturer narrative:
The real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was returned to the designated complaint unit for evaluation. Nothing was identified visually that contributed to the reported problem. The real intelligence cori log files and/or case files were not provided to the designated complaint unit for evaluation therefore an assessment of the log files and/or case files could not be performed. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. Although the reported problem could not be confirmed, the most likely cause of the tibia bone model generation error is a known software bug associated with the bone mesh generation. Refer to the real intelligence cori for knee arthroplasty user manual for data point collection, including tibia free collection. If a collection error occurs, a message displays, reporting the specific error to the user, and providing instruction for solution. Most indications require clearing the message from the screen, by pressing ok, and performing the steps again to re-collect. As part of corrective actions, the tibia bone model generation error has been corrected and released in cori-v1.4.3 software.

Manufacturer narrative:
Our reference number: (B)(4).

Event description:
It was reported that during cori tka xr procedure, the system showed a "tibial bode model" error. The surgeon recollected points on the tibia three times before software allowed to cut bone. There was a delay of fewer than 30 minutes reported. No patient harm or additional complications were reported.